Event description:
It was reported that the doctor uses this product more than four times a month, so he is experienced with the procedure. Shortly after the pdr was inserted, the basket broke but was fully retrieved from the patient using a snare catheter. Another ptd was used to finish the procedure. There were no reported patient complications.

Manufacturer narrative:
We are not expecting the product to be returned. F/u report will be filed if more info becomes available.